Event description:
Per the clinic, the patient reportedly experienced a burn at the magnet site following an MRI (1.5 tesla) for a duration of approximately 17 minutes. Subsequently, the patient was administered with topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.